Event description:
While under sedation for a therapeutic open heart procedure it was reported that particles from the distal end of the scope came off into the patient. The particles were retrieved by extra suction and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00068.

Event description:
Additional information was received from the customer indicating that the particles fell into the airway/bronchus. The patient was under general anesthesia during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The bending section adhesive was chipped, and parts are missing from the device. Further, it was cracked and degraded. The distal end channel opening as well as the biopsy port are free of residue and any foreign material. The distal cover has minor dents and scratches. An olympus borescope was run down the channel, and no foreign material was found; however, multiple deep scratches and tears are observed throughout. In addition, there was a leak in the instrument channel, a cut in the bending section, and a dent in the insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device tip adhesive was found degraded causing it to fall off. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.